Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failures , was confirmed in the formatted history file due to a cold solder joint found on pin 1 of the ambient light sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure. The customer's blood glucose level was 192 mg/dl at the timer of incident. The customer stated that the they were able to clear the alarm and they were able to rewind the insulin pump. Customer stated that the insulin pump passed the displacement test. The customer also stated that the insulin pump failed the self test. The insulin pump requires replacement and to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.